Event description:
Inserted foley urinary catheter as per protocol, inflated internal balloon, tubing came out with urine stream. Staff inspected the tubing, a tear in the internal balloon was noted. Staff removed foley and inserted a new one.